Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported that customer was having low blood glucose levels for several weeks. Customer decided not to bolus for food due to being afraid of going low again. Customer ended up going into diabetic ketoacidosis and was hospitalized. Customer was put on the insulin pump to go home from the hospital, however the cannula was bent and customer decided to use manual injections instead. Customer's diabetic trainer will follow up with customer in a few weeks to try and get them back on insulin pump therapy. Customer has not been able to be reached to ask about their low blood glucose levels and follow up with them.